Manufacturer narrative:
Product analysis: the hawkone was returned for analysis with a cutter driver connected. No other ancillary devices were included. Two photos were provided by the customer. Visual inspection: the hawkone was inspected. Dried blood was observed on the distal assembly and the cutter was advanced distal the cutter window. Under microscope the hydrophilic coating of the hawkone showed uneven amounts or coating throughout the shaft. The coating appeared dull and porous where the coating was thicker. Areas of the shaft that were observed as clear and smooth appeared as if the coating was either non-existent and/or thin. Functional testing: the torque shaft was run between two fingers and felt a rough surface throughout the shaft. Image analysis: the first photo provided showed the appearance of a gelatin substance on the torque shaft of the hawkone. The second photo showed the gelatin substance on a white cloth/paper. The substance was clear with traces of biological material. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using one hawkone device to treat a 60mm plaque lesion in the left distal sfa of diameter 6mm and exhibiting 50-60% stenosis. A non-mdt sheath 6fr and 0.014" guidewire were also used in the procedure. No embolic protection was used. The IFU was followed during the procedure. It was reported that upon removal post atherectomy, the coating on the shaft felt rough and a white slimy substance was covering the distal end of shaft. No embolisation was reported and the physician completed the procedure using pta balloon angioplasty. No patient injury was reported.